Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis: herniated nucleus pulposus, lumbar spine. Spinal stenosis, mechanical backpain. Procedure: total laminectomy for decompression of spinal stenosis, l4; laminotomy/diskectomy, exploration l5-s1, left (separate level, separate surgical procedure); microscopic nerve root with foraminotomy, left s1; open reduction and segmental internal fixation, l4-5; posterior spinal fusion, l4-5; bone graft; coralline allograft; intraoperative fluoroscopy; intraoperative plasmapheresis; application of bone morphogenic protein; pedicle screw stimulation screws. As per-op notes:¿.. This was formed into a log-type formation and then rolled in an application of bmp, thus accomplishing all the goals of the fusion itself. Our attention was then turned to stabilizing the unstable segment..¿

Event description:
It was reported that the patient presented for surgery with following preoperative diagnosis: herniated nucleus pulposus, lumbar spine. Spinal stenosis. Mechanical back pain. The patient underwent the total laminectomy for decompression of spinal stenosis at l4; laminotomy/diskectomy, exploration at l5-s1, left ; nerve root dissection with foraminotomy, left s1; open reduction and segmental internal fixation and posterior spinal fusion at l4-5 using blackstone spinal instrumentation; bone graft; coralline allograft. Per op note, appropriate decortication was accomplished in the usual fashion. A posterolateral inner transverse process spinal fusion was accomplished with the use of autologous bone graft in combination with coral and supplemented by autologous growth factor that had been gleaned from intraoperative plasmapheresis performed during the case for the development of and augmentation of the posterolateral inner transverse process spinal fusion mass. This was formed into a log-type formation and then rolled in an application of bmp, thus accomplishing all the goals of the fusion itself. Ap, lateral, and oblique images were obtained to confirm the appropriate locations. The patient was discharged two days post-op. On (B)(6) 2008: the patient underwent fluoro guided left s1 nerve root sleeve injection procedure due to history of left-sided radiculopathy. Impression: successful left s1 nerve root sleeve injection. On (B)(6) 2009: the patient presented for follow-up for his lumbar radiculopathy with left s1 nerve root pain. The patient also complained of difficulty in sleeping due to pain. The patient also reported of inability to tolerate ms contin due to abdominal pains and hence switched back to dilaudid. Assessments: lumbar radiculopathy; insomnia. On (B)(6) 2009: the patient presented with lumbosacral radiculopathy and lot of pain due to an accident 3 days prior in which he was hit from the side, and ended up hitting a tree. Patient¿s left leg was hurting him with pain starting from back of his legs and moving down to back of his legs. Assessment: lumbar radiculopathy. On (B)(6) 2009: the patient underwent CT of lumbar with contrast, lumbar myelogram with CT, due to history of l4-l5 posterolateral instrumented fusion, new injury with lower back pain and worsening lumbar radiculopathy. Lumbar myelogram impression: postoperative l4-l5; no hardware complication. Lumbar CT impression: status post l4-l5 decompression with posterolateral fusion, no complications. Subtle left-sided l3-l4 disc herniation causes l3 root encroachment. Probable shallow left-sided l5-s1 protrusion; stable when compared to prior but new calcification suggested annular degeneration.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.